Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that during the index procedure that migration of the main stent graft occurred with a type ia endoleak. An endurant cuff was additionally implanted, however the type ia endoleak was still observed on the final angiogram. The cause of the event is unknown. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Additional information received: the stent graft moved distally approximately 9-10 mm. The patient was hospitalised for approximately 9 days after the implant procedure. The type ia endoleak was assessed by the investigator as related to the device and study procedure. The endoleak was successfully treated by implantation of the endurant cuff as confirmed on follow up CT and the event was noted to be resolved. It was reported that the previously reported movement of the main stent graft occurred during deployment. This has been clarified as an inaccurate delivery issue rather than a migration. The movement was noted on the final angiogram. It was reported that inappropriate oversizing of the stent graft may have caused the movement during deployment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; the site have assessed the event as having a causal relationship to both the endurant device and to the index procedure. As it was previously confirmed the endoleak was resolved after the cuff extension was implanted; there is no allegation against the endurant cuff (B)(4) as previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.